Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running intermittently and getting hot. Therefore, the reported condition was confirmed. It was further reported that the electric motor and electronic control unit did not function properly. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the small battery drive device had intermittent operation. During in-house engineering evaluation it was observed that the device was running intermittently and getting hot. It was further reported that the electric motor and electronic control unit did not function properly. It was not reported if there were any delays in the surgical procedure, or if an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.